Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this annuloplasty band, the band was explanted. The reason for explant was not reported. No additional adverse patient effects were reported.